Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a 403:317:871:0000 failure code was found in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 403:317:871:0000; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.